Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon got damaged, and water leaked from the damaged balloon on the day of use. Per additional information via email from ibc on 06apr2022, it was confirmed that the balloon was found to be ruptured.

Event description:
It was reported that the foley catheter balloon got damaged, and water leaked from the damaged balloon on the day of use. Per additional information via email from ibc on 06apr2022, it was confirmed that the balloon was found to be ruptured.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "contact with a sharp object (i.e., needle sticks, etc.), wall thickness too thin". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter [intended use & effect- efficacy] the device combines a disposable catheter that is designed to be placed in the bladder for the purpose of urinary drainage and a urine drainage bag. [Directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig.1 fig.2 (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4) (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) (9) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7) (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. [Storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.